Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported in (B)(6) 2012 that the patient's device was 'bulging' and she 'may have tore the battery loose.' It was stated the patient experienced 'acute pain' after doing strenuous activity or exercises that included bending, twisting and lifting. The patient did not remember a specific activity or situation that brought on these aforementioned circumstances. The pain location was reported at the device location, which was on the right side, upper buttocks. Two months later, it was reported from the health care provider that the patient had difficulty charging her device, 'likely related to obesity/weight gain.' It was stated the issue was 'not due to extensions, programming or programmer.' The patient went on to have a surgical revision. The patient's surgical results were reported as 'good.' There was no further information provided. If additional information is provided, a supplemental report will be filed.